Event description:
A caller reported on behalf of a customer whose "test does not start up" upon using the adc glucose meter. The customer experienced a loss of consciousness and/or seizure. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number for the precision strip has not been provided. Dhrs for the freestyle neo meter were reviewed and the dhrs showed the freestyle neo meter passed all tests prior to release. A stability data and clinical review has been conducted and this review has found no indication of any product clinical performance issues performance issues or clinical performance issues. A tripped trend review was completed for the precision strip and reported complaint and it concluded that the tripped trend was not correlated with any identified product related issue. If the products are returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of a customer whose "test does not start up" upon using the adc glucose meter. The customer experienced a loss of consciousness and/or seizure. No further information was provided. There was no report of death or permanent injury associated with this event.